Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: reporter is a j&j sales representative. Manufactured date:8/17/2010. Part # 314.114. Synthes lot # 6450535. Release to warehouse date: 17 aug 2010. Manufactured by: synthes (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. It was reported that on unknown date that during the routine inspection the instruments cannulated sddrive screwdriver/t15 were found to be damaged. No patient is involved. This complaint involves four (4) number of devices. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that cannulated sddrive screwdriver/t15 was observed that the threads of the distal tip were twisted and stripped. A dimensional inspection for the cannulated sddrive screwdriver/t15 was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the cannulated sddrive screwdriver/t15 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date that during the routine inspection the cannulated sddrive screwdriver/t15 were found to be damaged. No patient is involved. There is no further information. This report is for one (1) cannulated sddrive screwdriver/t15 this is report 1 of 1 for complaint (B)(4).